Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 48 mg/dl at the time of incident and current blood glucose level was 298 mg/dl. Customer treated with food for low blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose and not alleging that the insulin pump was over delivering. Customer recalled after set change as the insulin was dripping from the site and declined trouble shooting for low blood glucose. The insulin pump will not be returned for analysis.